Manufacturer narrative:
The reported 8.5 x 72 mm threaded cannula intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the cannula broke during. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the cannula broke. The procedure was completed with a backup device with no delay or patient injury reported.